Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition broken was verified as downstream occlusion. The device was found out of specification in relation to downstream occlusion, which was reproduced during evaluation. A review of the event history log identified downstream occlusion messages. The cause was determined to be an out of specification force sensor reading. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was broken. There was no patient involvement. No additional information is available.